Manufacturer narrative:
Additional information received: it was reported that intervention took place and during the intervention 9 endoanchors were implanted. A follow up angiogram was taken after the procedure and no type ia endoleak was observed. The physician also noted the patient tolerated the procedure very well. No additional clinical sequelae were reported and the patient is fine film evaluation summary; the exact cause of the proximal type I endoleak and aaa expansion could not be determined from the images provided. Pre-implant CT¿s revealed that the neck diameter measured 24 - 23mm, and the infrarenal neck was moderately angulated to ~55deg. Earlier post-implant films were not available for return. CT¿s returned from 14 months post-implant revealed that the bifurcate was positioned ~5mm below the right renal artery, and the aortic body was angulated ~60 deg l-r <(><<)>(><(>&<)> <(><<)>)> 70 deg a-p relative to the iliac limbs. Just below the renals, the aorta and bifurcate proximal od measured ~27mm, and 10mm lower the bifurcate measured 28mm and the aortic diameter measured 30mm at that level with lack of stent graft radial apposition. The maximum aaa diameter had increased from 58 to 63mm, and a likely proximal type I endoleak was seen at the top of the sac along the left-lateral aortic wall. A type ii endoleak was also see n at the posterior aaa sac near the level of the gate ring from a lumbar artery. It appears likely that disease progression due to neck dilatation, as well as neck angulation, likely led to the proximal type I endoleak and resulting aaa expansion. It is also possible that the type ii endoleak may have contributed to the increasing aaa diameter. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.8cm sized abdominal aortic aneurysm. It was reported that during a one year follow up, the cta revealed a type ia endoleak with an aortic neck degeneration about 1cm below the top of the endurant stent graft. The abdominal aortic aneurysm has grown about 4mm since initial implant however the patient remains asymptomatic. It was noted that an additional angiogram confirmed the leak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.